Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Internal insulation abrasion breaching rv cables lumen was noted at 7.3 cm to 9.0 cm from the distal tip. Rv cables etfe coating was intact. Internal insulation abrasion breaching re cables lumen was noted at 9.0 cm to 9.6 cm from the distal tip. One re cable etfe coating was abraded while the other re cable etfe coating was intact.

Event description:
This report is to advise of an event observed during analysis.